Manufacturer narrative:
Per the clinic, the patient experienced an infection (pus) at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). After explant surgery, the patient was hospitalized from (B)(6) 2024, for IV antibiotics administration. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to mastoid and middle ear infection. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.